Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgeries on (B)(6) 2012 and on (B)(6) 2014 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6) surgical intervention. It was reported that the patient underwent a removal of mesh on (B)(6) 2014 by dr. (B)(6), md at (B)(4) center.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
Date sent to FDA: 11/09/2020. Additional narrative: it was reported that the patient experienced recurrent incisional hernia and adhesions following surgery. Corrected narrative: it was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 11/13/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/9/2020.